Event description:
It was reported that the device was removed not fully constrained. The 80% stenosed target lesion was located in the severely tortuous and severely calcified bronchial artery. A 20x55/10fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. However, during the procedure, the stent failed to deploy. The stent was not fully constrained when removed and the tip was outside the sheath. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was stable.

Event description:
It was reported that the device was removed not fully reconstrained. The 80% stenosed target lesion was located in the severely tortuous and severely calcified bronchial artery. A 20x55/10fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. However, during the procedure, the stent failed to deploy. The stent was not fully reconstrained when removed and the tip was outside the sheath. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR. A wallstent uni plus device was received for analysis, the following attributes were examined: a visual and tactile examination identified a shaft kink 50mm proximal from the distal tip. The investigator was unable to deploy the stent due to the shaft kink. This concludes the product analysis.